Manufacturer narrative:
The distributor reported that their customer reported that the asi is flashing red and AED is displaying a service code warning for battery voltage, which may be resulting from incomplete self-tests due to a depleting battery. Communication with the customer found that the previous battery pack was depleted; a replacement battery was inserted, the service code was cleared, and the asi is flashing green. The AED is ok to remain in service. The maintenance schedule is reported as unknown. The customer was instructed on proper maintenance. The IFU states: improper maintenance can cause the defibtech ddu series aeds not to function as designed. Maintain the AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The distrbutor reported that their customer reported that when inserting a new battery pack the AED is displaying a service code warning for battery voltage, which may be resulting from incomplete self-tests due to a depleting battery. The reported event did not occur during patient use.